Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The high powered display central processing unit and compact flash card were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed and stopped ventilating. The anesthesia machine was swapped out, and the case was completed with no further reported complaint. There was no reported patient injury.